Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was implanted with another manufacturer's sub-q-array which was being used as the shocking coil. A high out of range shock impedance measurement was later detected. The health care professional (hcp) planned to bring the patient into clinic for further evaluation. No adverse patient effects were reported.